Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "1 nodule and there is only a red mark where it used to be; when I went to see the doctor for suture removal right after the surgery, the suture on left breast opened in the area of the 't.' The hole had a circumference of about 3 cm. Md tried to stitch it about three times, but it wouldn't work. I had to take antibiotics for the entire time. A lot of seroma would come out of the hole. The implant was exposed during that entire time. The device remains implanted.